Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported 319 errors starting at the axes controller arm (aca) board was confirmed but not replicated. In remote fe, the 319 error was found indicating aca printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system with the setup joint (suj) that was installed in the field where the components functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the fru connector pogo-pin (fcp) pca, harness connectors and aca pca were inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the fcp pca and harness are consistent with the reported event and are the potential root cause for this issue. Additionally, the distal suj inner was analyzed, and the reported problem was confirmed but not replicated. In remotefe, error 319 was found, indicating node communication faults starting at the axes controller tornado (act) board. Installed distal onto golden system with returned usm with serial number (B)(6) where no faults occurred in normal mode. Tested distal on pftp where it passed all relevant testing. After testing was complete, visual inspection found the act back plate to be cracked. As a result of these findings, failure analysis determined that the act board and back plate to be consistent with the reported problem and are the potential root causes for this issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error 319 is attributed to a faulty act board from the distal suj inner and a faulty fcp board and aca board from the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the caller informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered errors on the universal surgical manipulator (usm) 2. The user performed a power cycle on the system, but the error immediately returned upon system startup. The tse reviewed the system error logs and confirmed the occurrence of error 319 on the usm2. The user disabled the usm2 and continued with the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) and the distal inner setup joint (suj). The fse performed electrical safety test and system verification. System was ready for use. The usm and the suj involved with this event have been received, but the failure analysis testing has not yet been completed as of the date of this report. Therefore, the root cause of the reported failure mode has not yet been determined.